Event description:
It was reported that cgm displayed error message 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, did not experience repeat cgm error, and successfully started new sensor session.